Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the 2.50x16mm promus element stent would not cross the lesion. The lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. The procedure was completed with a another 2.50x16mm promus element stent. No patient complications were reported and the patient¿s status is stable. However, the product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Two struts on the first row from the distal edge were slightly raised and misaligned. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).